Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/18/2017 with the following findings: the battery compartment was cracked from the threads to the left of the grip pad. The display was dim with reddish text. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked and the display was dim. This report is made based on results of investigation completed on 05/18/2017.